Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Corrected information: h6: annex g. Event summary: as reported, while receiving and checking an open-end ureteral catheter, the distributor identified "dirt" inside the material packaging. There was no patient involvement. Investigation ¿ evaluation: reviews of the complaint history, device history record, instructions for use, and quality control procedures, as well as a visual inspection of the device were conducted during the investigation. The device was returned in sealed labelled packaging for investigation. A hair is visible in the seal and inside packaging. A document-based investigation evaluation was performed. No related non-conformances were recorded. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The finished packaged products are visually inspected for foreign matter. The device is provided with instructions for use which states, "how supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the available information, cook has concluded the cause of the complaint is manufacturing related. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). Occupation: quality coordinator. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, while receiving and checking an open-end ureteral catheter, the distributor identified "dirt" inside the material packaging. There was no patient involvement.